Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-dec-2014) is considered to be a best estimate. This emdr represents the bard/davol ventralex st (device #2). An additional supplemental emdr was submitted to represent the bard/davol ventralex st (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2014: patient was diagnosed with incarcerated incisional hernia thereby underwent open repair with the implant of ventralex st (device #1). Per operative notes, ¿a ventralex st (device #1) was placed and sutured.¿ on (B)(6) 2015: patient was diagnosed with incarcerated incisional hernia thereby underwent open repair with the implant of ventralex st (device #2). Per operative notes, ¿a ventralex st (device #2) was placed and sutured.¿ on (B)(6) 2016: patient was diagnosed with incarcerated incisional hernia; mesh infection and small bowel perforation thereby underwent repair with removal of mesh (device #1 & #2) and resection of small bowel. Per operative notes, ¿there was noted to be an incarcerated incisional hernia with infected extruded mesh and the mesh was excised. The small bowel was adherent to the mesh and locally perforated and the small bowel was resected.¿